Manufacturer narrative:
Per the customer, bhcg qc was within the customer's established ranges prior to the event.when an event such as this occurs the instrument does not detect either a wrong reagent pack or no reagent pack is present.service was not dispatched for this event as the root cause was discovered while troubleshooting (ts) with customer technical support (cts) as use error.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that upon troubleshooting (ts) it was discovered that a beta human chorionic gonadotrophin (bhcg) reagent pack was misloaded and therefore in the incorrect slot of the reagent storage carousel in the access 2 immunoassay system. As a result, a false negative bhcg result was generated on one patient sample. The sample was repeated on an alternate instrument, recovering a positive result, and an amended report was issued. The results, provided by the customer. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attribute or connected to this event.